Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: date of event: unknown at the time of the investigation the device was not available. No product on hand. Post-operative medical intervention was necessary, revision surgery. The device history records have been checked and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing failure for a material defect. No further complaints registered against the above mentioned lot number (520670620). Due to the circumstance that we did not receive any devices or further information it is hardly possible to determine a conclusion and root cause for the mentioned failure. Due to a lack of information and without the product we cannot determine the exact cause of the failure.

Event description:
It was reported by the healthcare professional to the company sales representative "patient came with knee pain. Detect loosening from posterior femur as shown in x-ray." Components in use listed as concomitant devices are: as vega ps femoral comp. Cemented f4n l / nx009z; vega ps gliding surface t1/1+ 12mm / nx111 (component); vega ps tibial plateau cemented t1 / nx051k (component).

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. The available femur component shows no abnormalities or serious visible damages. In the delivered condition, there was very little bone cement residues. The tibia component shows significantly more bone cement. The gliding surface of the meniscal component shows visible damages. We assume that this comes from bone cement residues which get into the articulation between the femoral component and the gliding surface. Batch history review: the device history records have been checked and found to be according to the specification valid at the time of production. There is no indication for a manufacturing failure or a material defect. No further complaints registered against the mentioned lot number. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect and production error can be excluded. In the delivered condition, there was very little bone cement adhesive. There is no information about the condition after explanation we assume bone cement loosening as a causal factor. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: -the processing time of the used cement was exceeded. -incorrect temperature - unfavorable storage -the age of the cement -incorrect handling of the cement a product safety case was opened.